Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not receiving adequate coverage of their pain on the left side. The physician removed and replaced the cervical leads to give the patient better bilateral stimulation. They also revised both ins pockets due to pain at the ins site. The issue was resolved. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 97715 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type lead product ID 97715 serial# (B)(6) implanted: (B)(6) 2018 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.